Event description:
During preventative maintenance of the device, the user reported the flow sensor would not give a full reading. The sensor was returned for eval. A replacement sensor was installed. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not yet concluded.